Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-063: damaged during transit note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer as the phone number has been disconnected or changed.

Event description:
Consumer reported complaint for damaged product. Customer called to report the replacement she received for internal report reference number (B)(4) had been damaged. Per the customer the meter was not damaged but the test strip vial had a crack but was still sealed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.